Event description:
It was reported that this lead was partially explanted in broken pieces and the remainder capped due to oversensing on the day of the rv lead implantation (B)(6) 2021) and after approx. 70 months of activity. A new lead was implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Linox smart promri s 65 sn (B)(6). Upon receipt, the lead under complaint was found cut 13.5 cm distal to the is-1 connector pin. The medial and proximal fragments were returned. The distal fragment including the lead tip was not received. An extraction aid was found on the medial fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis of the fragments revealed a stretched lead body, which most likely resulted from the extraction procedure due to tensile stress. However, a thorough analysis of the returned lead fragments did not show any deviations which might have led to the reported oversensing. Prior to the analysis of the devices, the quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the functions of the devices to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.